Event description:
Baxter italy reported a "leaking cassette". The affiliate reported the machine was swapped out. Per baxter affiliate, no patient injury or medical intervention was associated with this incident.